Event description:
Siemens healthcare diagnostics inc. Was informed on (B)(4) 2014 of an incident with a patient hospitalized in (B)(6) 2006. The complaint alleges that the ammonia flex(r) reagent cartridge (amon, df19) results obtained on a patient on the siemens dimension rxl max instrument were not correct. It is alleged that the low amon results on the siemens instrument contributed to inappropriate treatment decisions. The patient died (B)(6) 2006.

Manufacturer narrative:
Siemens healthcare diagnostics inc. Was informed on (B)(4) 2014 of an incident with a patient hospitalized in (B)(6) 2006. Examination of siemens complaint records for the 2006 period does not indicate any complaints filed by the dokkyo account on amon in 2006. Siemens has inquired but has not been provided with information necessary to evaluate the complaint including: -lot number of amon reagent in use at time of testing. -age of the patient. -details on other testing (blood or other diagnostic procedures) performed concurrently. -specimen handling, age, and storage prior to testing. Insufficient information has been provided to help determine if the results obtained could have contributed to the patient death. We have no information to suggest that qc testing was not within acceptable laboratory ranges in the time period of the testing or that there were any recorded reagent or instrument malfunctions. Per reference: tietz textbook of clinical chemistry, 2nd edition; c. A. Burtis, e. R. Ashwood; p.642. Citrullinemia is known to promote excess ammonia levels in blood. Siemens is continuing to investigate the incident.